Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed inter processor communication error. Blood glucose level at the time of the incident was unknown. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. It passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 2 noted during testing. The motor was tested outside of device and passed. The device was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.